Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2014. According to the complainant, the needle detached while the physician was throwing the suture through the sacrospinous ligament. Nothing was left inside the patient. The needle was stuck inside the capio and came out with the capio device. The procedure was completed with another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.